Event description:
It was reported that the patient¿s caregiver observed persistent high blood glucose and an occlusion alarm on the infusion set that was dismissed, with concern for a bent cannula and lack of insulin delivery after a recent site change; bg was 394 mg/dl with a downward trend, and they planned to administer an injection, disconnect for 90¿120 minutes, then reconnect. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included review of user-reported occlusion, infusion set function, and troubleshooting steps. Investigation of this case revealed that the issue resolved after supply change and education on occlusion response and infusion set management. It was concluded that the event was related to an infusion set occlusion that affected insulin delivery and was mitigated through corrective user actions and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.